Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 0155 competitor implantable tachy lead implanted: 1999 (B)(6); 0049 competitor implantable tachy lead implanted: 1999 (B)(6); 419488 implantable pacing lead implanted: 2011 (B)(6). (B)(4).

Event description:
It was reported that the device had reached elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.